Event description:
Healthcare professional reported, "right side capsular contracture, baker grade iii". Patient was treated with singulair. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported " right side capsular contracture baker grade iii". Patient was treated with singulair. The device has been explanted and replaced.

Manufacturer narrative:
Continued h6: f2303 - medication required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii".